Event description:
Staff nurse in the or noticed for the second time in one week that a bag of IV fluid had a puncture hole which was detected when they removed the outer wrapper. It appears that the leak is occuring along the seamline of the IV bag.